Manufacturer narrative:
The suspect product is comfort curve test strips.

Event description:
Patient reportedly awoke, at home, feeling like blood glucose was low (dizzy, disoriented, and unable to stand). Patient tested blood glucose, using the advantage system (meter with unknown comfort curve strip lot), and obtained a result of 412 mg/dl. Based on symptoms, patient was given a glass of orange juice. Fifteen minutes later, patient retested blood glucose, using the suspect device, and obtained a result of 40 mg/dl. Patient was reportedly given another glass of juice and 45 minutes later, blood glucose measured 80 mg/dl. No additional treatment was received. Quality control testing had not been performed on the suspect product. Technical support requested the return of the suspect product and replacement product was shipped.